Event description:
New information notes that the lead was explanted, the patients condition was good after procedure.

Event description:
It was reported that the right ventricular lead perforated the patient. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.